Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction that caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. The patient was in at a nursing home and reportedly treated three times. The patient was then sent to the hospital on an ambulance. The patient received an additional treatment in the ambulance, and ems removed the patient's lifevest to preform CPR. It was reported that the patient passed away on (B)(6) 2017 in the emergency room an hour after arriving and was not wearing the lifevest at the time of passing. Review of the downloaded data confirmed that the patient was treated four times by the lifevest on (B)(6) 2017. The patient experienced multiple arrhythmia alarms from 20:03:09 to 20:23:44 with response button use. During the detections the patient was in a sinus rhythm at 80-90 bpm, motion artifact, non-sustained ventricular tachycardia (nsvt), polymorphic ventricular tachycardia (vt) at 150 bpm, and then the patient degraded to ventricular fibrillation (vf). The patient was appropriately treated during vf at 20:27:25, converting to an idioventricular rhythm at 40 bpm with motion artifact. The patient received a second treatment during nsvt at 20:34:36 converting to an idioventricular rhythm at 100 bpm. The patient was then treated at 20:41:17 during polymorphic vt at 20:41:17 with a post-shock rhythm of motion artifact. The patient received a final treatment during vf at 20:42:01 which converted to an idioventricular rhythm at 130 bpm. The patient was then experienced a vf arrhythmia from 20:43:11 for 19 seconds. The lifevest was removed by ems and the patient subsequently passed away on (B)(6) 2017 while not wearing the lifevest.